Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer continued to use the pump for insulin therapy.